Event description:
The customer reported that during a pt event the charge button was pressed and the device did not charge as expected.

Manufacturer narrative:
(B)(4): the customer reported that during a pt event the charge buttons was pressed and the device did not charge as expected. The customer switched to a different defibrillator to deliver therapy. The involved pt died, but the customer reported that the device behavior did not contribute to the pt outcome. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.